Manufacturer narrative:
Corrected implant date.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to corrosion at the metal-metal junction between the cobalt-chromium modular neck and the titanium stem and the metal debris and ion cast off from the cobalt and chromium conserve femoral head and cobalt and chromium dynasty liner. Modular neck was removed and conserve femoral head was replaced with a polyethylene dual femoral head.